Event description:
Customer called into customer service to report that the transformer housing on her pump in style transformer was cracked and the screws fell out. She glued it and it lasted about a month. Now the metal prongs are loose as well.

Manufacturer narrative:
A replacement power source was shipped to the customer. In a follow-up with the customer, she indicated that the transformer had a crack in it where the inner electronics were exposed which is a safety risk. She said she was not sure how it occurred; however, one day three of the four screws fell out and she noticed the housing was cracked. She said that after two more weeks, saw that the metal prongs that went into the outlet were loose. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all the potential shipping, handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. The product for this complaint was not returned for evaluation at this time. Should additional information or the original product be received, resulting in new, changed, or corrected information a follow up report will be filed.